Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 6 years following the implant of a transcatheter valve, the patient presented with dyspnea and dizziness. Subsequently, a computed tomography (CT) scan was performed that revealed the valve failed due to stenosis. Additionally, leaflet thickening with thrombus/pannus formation on the valve leaflets were observed, and no further treatment was performed.

Manufacturer narrative:
Updated data: b5. A second paragraph was added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 6 years following the implant of a transcatheter valve, the patient presented with dyspnea and dizziness. Subsequently, a computed tomography (CT) scan was performed that revealed the valve failed due to stenosis. Additionally, leaflet thickening with thrombus/pannus formation on the valve leaflets were observed, and no further treatment was performed. Additional information was received to report the valve's final implant depth was 6mm on the non-coronary cusp and 6.3mm on the left coronary cusp. Information was previously provided but not documented in the event narrative to note the patient was diagnosed with metastatic cancer and subsequently denied any further treatment.